Event description:
It was reported that during a device upgrade procedure, right atrial (ra) lead implant attempts were unsuccessful. During the implant attempts of the ra lead, the patient went into cardiac arrest. Threshold was out of range, and there was no capture when this lead was tested after being placed in the body. The original implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remained in place at this time. Healthcare staff acted to perform external defibrillation, after the original rv lead and ICD were not responding to the analyzer with reprogramming attempts. External defibrillation was the only measure that was able to stimulate cardiac activity. Resuscitation efforts were initiated in conjunction with external defibrillation, and this continued for approximately 40 minutes. The patient was declared expired at the conclusion of interventions performed and prolonged resuscitation efforts.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 6947m lead; implant date: (B)(6) 2015. (B)(4).